Event description:
It was reported that a patient underwent a cesarean section surgery on (B)(6) 2021 and suture was used. During the procedure, the suture detached from the needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: when was the needle detached/ pulled off from the suture (in the package, during removal from package, during handling or during use on the patient)? Please specify. When holding the needle with a needle-holder, the suture was detached from the needle. What is the lot number? Qkmlus.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/20/2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: a packet of product code y464 was returned to ethicon inc for analysis with the packaging closed. Upon initial inspection to the sample, excessive wrinkles were noted. In order to evaluate the conditions of the returned samples, the packet was opened, and the suture was broken and detached from needle, due to degradation process. The foil was visually inspected, and holes in cavity were observed. This condition contributed to degradation of the suture. The product code y464 contains an absorbable suture, the time of exposed to the environment could not be determined and functional test cannot be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.